Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown metal on metal zimmer system on (B)(6) 2008 and that the head was revised on (B)(6) 2015 due to high cobalt and chromium ions levels.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis was not possible to perform as no reference number was available. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: it was reported that an unknown metal on metal zimmer system was implanted on (B)(6) 2008. Head was revised on (B)(6) 2015 due to high cobalt and chromium levels. Review of received data: an attorney letter was received. In that report it is described that since the implantation the health status of the patient decrease. The patient had pain and had to take morphine. He also had uncontrolled weight increase (> 30kg). Furthermore, he had spleen enlargement and sleeping disturbances. The patient was then revised on (B)(6) 2015 due to high co/cr ion levels. The acetabular component was removed and the stem stayed in place. After a while of the revision surgery infection was detected. No further information available for the infection. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the rmw which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary : a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet. The instruction leaflet is available for different hip implants. In this case the system of the used implants is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown metal on metal zimmer system on (B)(6) 2008 on the right side and that the head was revised on (B)(6) 2015 due to high cobalt and chromium ions levels.